Event description:
The customer's mother reported that her son experienced consistently high bgs (373-greater than 500 mg/dl) over a 13 hour period. Despite multiple bolus attempts, his bg levels remained elevated. Two hours after the last reported high bg reading, his bg level fell to 53 mg/dl with moderate ketones; a high sugar snack was eaten to raise his bgs. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.